Event description:
It was reported that the device had an error code 41622. The event occurred during testing. There was no delay of therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, missing battery door, and a damaged battery compartment. There was no applicable evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dislodged hub gear was the root cause. The hub gear was reattached to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.